Event description:
It was reported that during an unk procedure, the device pushed the clips out but did not close the clips. Another device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.